Manufacturer narrative:
Additional information was received that the first valve migrated up into the proximal ascending aorta after its deployment from its delivery catheter system. The valve was held in position while the second valve was successfully implanted valve-in-valve. No subsequent adverse patient effects were reported. (B)(4).

Manufacturer narrative:
Additional information has been requested. The product remains implanted and therefore has not been returned to medtronic. A supplemental report will be filed when additional information is received. (B)(4).

Event description:
Medtronic received information that a second transcatheter bioprosthetic valve was implanted into this device, valve-in-valve, during the initial implant procedure. No additional information was provided.

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.